Event description:
The customer reported the system displayed a collimator iris potentiometer error message. This message will result in a no boot situation. There is no report of injury or death.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as further repair info is not available.